Manufacturer narrative:
The technical field specialist went to the site to check the system. The tests performed during service could not duplicate the reported issue. An accuracy test was performed and the results were within specification. There have been no further accuracy issues reported from this site.